Manufacturer narrative:
The reported event of inappropriate magnet detection was confirmed. Based on the information provided, the cause of the reported issue of magnet detection can not be determined.

Event description:
It was reported that inductive telemetry problems and an inappropriate magnet response was observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.